Event description:
A fasely elevated troponin I result of 8.28 ng/ml was obtained. The result was reported to the physician. Sequential sampling testing was negative. The original sample was retested on the same instrument and a result 0.05 ng/ml was obtained. Although pt was admitted in hosp. Treatment was not prescribed or altered and there was not rpeort of adverse health consequences as a result of the fasely elevated troponin I result. Analysis of instrument indicates that the most likely cause for the fasely elevated troponin I result was sample probe contamination.